Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient developed pump thrombus and was subsequently transplanted. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Review of controller log files revealed a rise in power consumption, surpassing normal operating range, and multiple high watt alarms prior to the reported event date. Post-explant functional analysis was not possible since the driveline was too short to be able to conduct a functional testing. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of thrombus within the pump. There were mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.